Event description:
The patient reported that their catheter was touching a nerve. The patient stated they had six back surgeries and they had moved the tube each time; that it was a touching the nerve and they pulled it all out (pump and catheter) on (B)(6) 2013. The patient further clarified that his doctor who put a rod in his back had to move the catheter and it was not in the middle of their back. The catheter was ¿down at their waist and was evidently hitting a nerve because they felt one hundred percent better¿. The patient noted they returned home on (B)(6) 2013, and it was ¿much better¿. The patient also stated they ¿never did really see where the medicine had really helped them¿. The medication used within the system was dilaudid.

Manufacturer narrative:
Product ID: 8578 lot# n179680011, implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type accessory product ID: 8709 lot# serial# (B)(4), implanted: 2002 (B)(6), product type catheter. (B)(4).